Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, underweight and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and radius, opening crease smooth on radius and anterior, stress marks, wear abrasion and observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: an opening crease sharp on posterior and radius assessed as fold flaw opening. An opening crease smooth on radius and anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.